Event description:
When an ohmeda service technician was performing the recall on the subject device, they were informed by the customer that several months earlier, the elevating base of the subject device intermittently moved without user activation while a pt was being treated in the unit. There was no adverse affect on the pt (no hfov or ECMO was being administered). The problem was solved by replacing the foot switches.